Event description:
Company takes 2 products with different part and lot number puts them into 1 kit box. Not sure which is reportable expiration kit date as some have expiration date's 2 yrs apart. Very confusing for nursing staff. One section of this one expires 3/2012 other part 03/2014.